Event description:
It was reported that during implant a dislodgement was noted on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.